Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed and due to the dirt and dust in the paddle tray, and the device was returned to service. The DHR is reviewed, no deviation was found in DHR. No issue was found in the product storage process and no issue was found in the product from same batch number. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Reported problem was solved by customer, after cleaning the dirt and dust, device was successfully returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device is failing self-test. This issue was discovered outside of patient use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290